Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During pre-discharge follow up, it was noted there was an increased threshold on the right ventricular (rv) lead. Lead dislodgement was suspected. The rv lead was repositioned to resolve the event. The patient was stable.